Manufacturer narrative:
(During a call on (B)(6) 2020, the customer reported that the pump experienced intermittent shutdowns due to the pump battery depleting too quickly. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. A correction bolus was delivered to address bg. The pump was charged and customer successfully resumed insulin deliveries.), b1, b2, h6 (added code 1503, 1905 and removed code 2199).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Blood glucose was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.